Event description:
Revision surgery: due to the patient having a rotator cuff failure.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 4.8 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. (B)(4). A review of the product complaint report history showed this is the (B)(4) complaint for this lot. The root cause of the instability was reported as a torn rotator cuff. There are no indications of a product or process issue affecting implant safety or effectiveness.